Event description:
The customer reported via phone call that they received a compromised force sensor system alarm and a motor error alarm on the insulin pump. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be protruded. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer stated they would continue with the insulin pump after pressing the drive support cap back in. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.